Manufacturer narrative:
Analysis was performed by remote service personnel which included communication with the customer biomedical technician who was with the device. The results of the analysis indicate the speaker does not work. Based on the information available, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty loudspeaker assembly. The issue was resolved by replacing the loudspeaker assembly and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an intellivue active display ad75 indicating that the speaker is out of order. The user does not hear sound. It is unknown if the device was in use at time of event, and there was no adverse event reported.